Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 37 mg/dl. Customer ate strawberries to bring up blood glucose and stated that, the blood glucose were low because she bolused for a pop and then was active at work and declined troubleshooting for it. The device is not expected to be returned for analysis.